Manufacturer narrative:
(B)(4). Date sent: 6/15/2017. Batch # n56177. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device malfunctioned, but no specific details were provided as to how the device malfunctioned. Although the firing knob was noted to be separated from the device in the bag provided to the rep after the case, it is not clear if this was the malfunction that occurred during the procedure or if this occurred after the procedure. Please describe how the device malfunctioned. It the firing knob did separate from the device during the procedure, did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the device malfunctioned. The device was given to the sales rep in a sterile package. The rep noted that the cartridge is fully deployed and the firing handle is off of the gun. There were no patient consequences reported.